Event description:
Customer reportedly received result of 446 mg/dl and a 107 mg/dl within ten minutes on the accuchek advantage system. The values were entered into ceg and were plotted in zone d. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.